Event description:
Subsequent to the initial medwatch report, three non-abbott stents were implanted. No additional information was provided.

Event description:
It was reported that non-abbott stents were implanted in the distal right coronary artery, right posterior descending artery, and posterolateral segmental artery on (B)(6) 2008. On (B)(6) 2010, stenosis was observed in the posterolateral segmental artery. On (B)(6) 2010, a xience v stent was implanted in the posterolateral segmental artery. On (B)(6) 2011, the patient died. Reportedly, the cause of death is unknown. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of thrombosis and death are listed in the (B)(6) xience v everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It should be noted that the IFU (purpose of use section) states: xience v is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - indications for use. The stent remains in the patient. A follow up report will be submitted with all relevant information.